Event description:
The patient was admitted on (B)(6) 2021 for a thrombectomy and was diagnosed with a (B)(6) infection. Patient had a history of pump pocket infection with prior lvad (left ventricular assist device) replacement and long term oral suppressive antibiotics and is well controlled. Using a computed tomography of the head the patient was diagnosed with an embolic stroke having symptoms of dysarthria, right gaze preference, and left sided weakness. The patient also had elevated ldh (lactate dehydrogenase) and pump thrombosis where they underwent a pump exchange on (B)(6) 2021. The patient was discharged on (B)(6) 2021.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Section b5: the patient's history of pump pocket infection will be reported under MFR # 2916596-2022-00806. Additionally, the account clarified that the patient only had one pump exchange on (B)(6) 2021 and there was no prior lvad replacement as previously mentioned. Manufacturer's investigation conclusion: incidental findings: breaches to the insulation of the orange, yellow, black, brown, and green wires were discovered. The low speed and pump stoppage events captured in the submitted log files under MFR # 2916596-2020-03303 and MFR # 2916596-2021-00755 could have resulted from a short-to-shield if any of the exposed wires contacted the metal braided shield while operating on a grounded power source. These stoppages also could have resulted from a phase-to-phase short if the exposed conductors of any two wires from different motor phases made direct contact with each other or simultaneous contact with the braided shield while the system was operating on an ungrounded power source. The evaluation of heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), confirmed the report of suspected thrombus. A direct correlation between (B)(6), and the reported embolic stroke and infection could not be conclusively established. (B)(6) was returned assembled with the driveline severed approximately 12¿ from the pump housing. The distal end with the controller connector was also returned measuring approximately 24¿. The sealed inflow conduit (inlet tube, sealed inflow conduit flex section, and inlet elbow) was returned attached to the pump inlet port. The outlet elbow and sealed outflow graft were returned attached to the pump¿s outlet port. The outflow graft bend relief was returned detached from the outlet elbow. The bend relief collar was also returned detached from the sealed outflow graft and bend relief hardware. Upon disassembly of (B)(6), examination of the proximal side of the outlet stator revealed a large dark red thrombus situated around the outlet bearing ball and in between the stator blades. The darker areas of denaturation indicate that the thrombus was present during support. The origin and duration of time that the deposition was present within the pump could not conclusively be determined through this evaluation. Although a root cause for the development of this deposition could not conclusively be determined through this evaluation, it could have contributed to the patient's elevated lactate dehydrogenase (ldh). Upon removal of the observed deposition, the device was cleaned. The pump's bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the original driveline, serial number (B)(6), and the repaired driveline, serial number (B)(6), were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii (hmii) left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU lists stroke, infection, hemolysis and device thrombosis as adverse events that may be associated with the use of heartmate ii left ventricular assist system. Section 6 entitled ¿patient care and management¿ outlines indications of pump thrombosis, as well as how to respond to such events. Section 6 also provides information regarding anticoagulation therapy and the recommended inr range. Care instructions in regard to preventing infection are provided in various sections of the IFU. Section 6 also addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage as well as how to respond to such events. Section 7 entitled "alarms and troubleshooting" outlines all system controller alarms and the appropriate actions associated with them. The heartmate ii lvas patient handbook, is also currently available. The patient handbook contains care instructions for preventing infection which are outlined in various sections of this document. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
The patient was admitted on (B)(6) 2021 for a thrombectomy and was diagnosed with a mssa (methicillin-susceptible staphylococcus aureus) infection. Patient had a history of pump pocket infection with prior lvad (left ventricular assist device) replacement and long term oral suppressive antibiotics and is well controlled. Using a computed tomography of the head the patient was diagnosed with an embolic stroke having symptoms of dysarthria, right gaze preference, and left sided weakness. The patient also had elevated ldh (lactate dehydrogenase) and pump thrombosis where they underwent a pump exchange on (B)(6) 2021. The patient was discharged on (B)(6) 2021.